Event description:
It was reported that this pacemaker and the right ventricular (rv) lead exhibited undersensing of r-waves due to low amplitudes and rv sensitivity programming. Technical services (ts) reviewed available device data and found the right ventricular automatic threshold (rvat) test failed due to low evoked response. Ts suspected the right atrial (ra) lead had dislodged and was capturing the rv. Rv capture couldn't be confirmed and may not be captured at max. Ts recommended increasing rv output and performing a chest x-ray to confirm possible ra and rv lead dislodgment. This pacemaker lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.